Event description:
The product was used during an inguinal hernia procedure. Reportedly, the suture dehisced. The surgeon performed a re-operation and used another suture to correct the condition. The hosp has reported the pt's condition is satisfactory.